Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, tilting, perforation and fracture of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, distress and other damages. Per the implant records, the patient had a pre-procedure diagnosis of recurrent deep vein thrombosis (dvt), gastrointestinal bleed and pulmonary embolism (pe). Using the seldinger technique, the right internal jugular was cannulated and a cavogram performed which showed a patent inferior vena cava. The trapease filter was inserted and the filter was seen to open and lodge successfully in the inferior vena cava (ivc). The patient was then returned to the recovery room in satisfactory condition. Approximately twelve years and four months after the filter was implanted, the patient underwent a computed tomography (CT) scan indicated for an unspecified injury to the inferior vena cava. The addendum to the original report noted that the ivc filter appeared to be tilted with the cranial most aspect adjacent to the anterior wall of the ivc and the caudal most aspect of the filter adjacent to the posterior wall of the ivc. The long axis of the filter appears aligned largely along the center of the inferior vena cava filter. The cranial aspect of the filter is slightly medial to the midline. The filter has six tracts that appear to extend beyond the wall of the ivc. One strut abuts the right lateral wall of the aorta. Colonic diverticulosis was also reported. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately twelve years and four months post implantation. The patient reports ivc perforation, filter tilting, and fracture, with the fractured filter struts retained in the patient¿s body and one strut abutting the wall of the aorta. The patient further experienced anxiety related to the filter.

Manufacturer narrative:
As reported, a patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the implant records, the indication was recurrent deep vein thrombosis (dvt), gastrointestinal bleed and pulmonary embolism (pe). The trapease filter was inserted and the filter was seen to open and lodge successfully in the inferior vena cava (ivc). The patient was then returned to the recovery room in satisfactory condition. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, tilting, perforation and fracture of the filter. Approximately twelve years and four months after implant, a CT scan revealed the filter was tilted with the cranial most aspect adjacent to the anterior wall of the ivc and the caudal most aspect of the filter adjacent to the posterior wall of the ivc. The long axis of the filter appears aligned largely along the center of the inferior vena cava filter. The cranial aspect of the filter is slightly medial to the midline. The filter has six tracts that appear to extend beyond the wall of the ivc. One strut abuts the right lateral wall of the aorta. Colonic diverticulosis was also reported. Per the patient profile form (ppf), the patient reports ivc perforation, filter tilting, and fracture, with the fractured filter struts retained in the patient¿s body and one strut abutting the wall of the aorta. The patient further experienced anxiety related to the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, a patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, tilting, perforation and fracture of the filter. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, tilting, perforation and fracture of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, distress and other damages.